Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis, acute myocardial infarction, chest pain, unstable angina, st elevation, nausea, ventricular fibrillation, ventricular tachycardia, cardiac arrest, and restenosis occurred. The pt arrived via ambulance with chest pain, shortness of breath, nausea, and dizziness. The pt had chest pain for one week prior to his arrival which he treated with dilaudid and nitroglycerin. He was diagnosed with unstable angina and given nitroglycerin. Two days later, the pt was airlifted to another hospital for cardiac catheterization. An acute myocardial infarction (mi) was diagnosed. Angiography was performed. The 90-95% stenosed lesion being treated was located in the mid to distal right coronary artery (rca). The lesion was predilated with a 2.5 x 15 mm non- bsc balloon, inflated to 10 atm to 60 seconds. A 3.00 x 32 mm taxus express2 drug eluting stent was deployed in the proximal to mid rca, inflated to 14 atms. A 3.00 x 20 mm taxus express2 drug eluting stent was deployed overlapping the 3.00 x 32 mm stent, inflated to 14 atm. Another 3.00 x 32 mm taxus express2 drug eluting stent was deployed in the mid to distal rca. A 3.00 x 8 mm taxus express2 drug eluting stent was deployed in the mid rca overlapping the previous stent. All four stent were piggy backed one on top of another. The stents were post dilated with a 3.5 x 15 mm non-bsc balloon, inflated up to 14 atm for 20 seconds. Next, the physician treated the 60-90% stenosed lesion located in the mid to distal left anterior descending (lad) artery. The lesion was predilated with a 2.5 x 15 mm non-bsc balloon, inflated to 6 atm for 60 seconds. The physician deployed a 2.5 x 24 mm taxus express2 drug eluting stent, inflated to 14 atm. Additional inflations were made with a 3.0 x 15 mm and 3.0 x 20 mm maverick balloon to 12 atm for 30 seconds. Medications given include: nitroglycerin, angiomax, reopro, plavix, and aspirin. Six days post the initial stent deployment, the pt presented with chest pain and nausea. The pt was diagnosed with unstable angina with t wave inversion and st elevation; treated with nitroglycerin and morphine. Pt requested prescriptions for pain meds and nitro. Physician counseled pt on pain medication tolerance and addiction. Pt was discharged the following day. Twenty two days post the initial stent deployment, the pt presented with chest pain and was treated with IV nitroglycerin. Nine months post the initial stent deployment, the pt presented with severe chest pain and was diagnosed with an acute mi and st elevation. Shortly after being diagnosed, the pt when into ventricular fibrillation and was non-responsive. CPR was initiated and the pt was defibrillated. Amidrone, plavix, heparin, tnk and aspirin were given. The pt was once again responsive. The pt also experienced ventricular tachycardia. The pt was airlifted to another facility were thrombus was identified in the mid lad and mid to distal rca stents, the pt had stopped plavix use one week prior to the event. Extraction atherectomy was performed in the lad. The lesion was dilated with a 3.0 x 15 mm quantum maverick balloon twice, inflated to 12 atm for 20 seconds. There may have been very distal thrombus embolization at the apex of the left ventricle. Next, the physician attempted to predilate the rca with a 3.5 x 15 mm quantum maverick balloon, but was unable to cross the lesion. A buddy wire was placed and the lesion was predilated with a 3.5 x 15 mm quantum maverick balloon, inflated to 10-12 atm for 20 seconds. Additional inflations were made with a 3.5 x 12 mm quantum maverick balloon, inflated twice to 16 atm for 10 seconds. A slight amount of non-occlusive thrombus remains very distally in the vessel. The physician believes this will respond to continued anticoagulation. Medications given included: integrilin and heparin. The pt was discharged three days later. Six days after being discharged, the pt presented with chest pain, deep anterior t changes, and mild st elevations. The pt was airlifted to another facility. Angiography revealed in-stent restenosis in the mid lad. No intervention was necessary. A forearm wound with mrsa was treated. The pt was discharged eight days later. Physician counseled patient on medication compliance. The same day of discharge, the pt presented with chest pain. No intervention was done and the pt was discharged home.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.